Event description:
It was reported that the patient presented in clinic for routine follow up and the device showed a longevity of 7.1 years and battery current of 14 ua. Upon re-interrogation with a different programmer, the longevity showed 1 - 86.4 months to eri and a battery current greater than 200 ua. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device passed all tests and was found to be normal.